Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump squirts insulin out during the priming. The customer's blood glucose level was unknown. The customer also reported that the louder grinding noise during the rewind. The device will not be returned for the analysis.

Manufacturer narrative:
Device had blank display due to missing battery tube and broken/lifted traces on interface board. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test, the stop (idle) current and run current measurement tests, self test, off no power alarm test and a21 error test due to blank display. Unable to verify drive/motor anomaly, rewind anomaly, unexpected motor noise anomaly or prime/fill anomaly due to blank display. The motor was tested outside of the unit and passed. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.